Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, a functional test was conducted. The customer's problem was confirmed. The pump was found to be displaying "1870" error message on power up during the investigation. The motor was replaced as a corrective measure.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a lec 1870 error. This occurred during testing. There was no patient involved.